Event description:
Hold aa 06.06.philips received a complaint from the customer, reporting that the v60 ventilator displayed an error code 1124 (battery failed). There was no patient involvement when the issue occurred. No patient or user harm reported. A philips remote service engineer (rse) noted that the customer's v60 ventilator displayed a diagnostic code 1124 (battery failed). The customer reported that when the power management (pm) printed circuit board assembly detects a battery error, the ventilator continues to ventilate, and the battery charger turns off. The customer then confirmed that the 1124 (battery failed) error code was in the event log. The customer was provided with the part number for the following battery assembly. The investigation is ongoing.

Manufacturer narrative:
H10: the biomed reported that the battery was replaced, and the issue was resolved. Although requested, the defective parts were not received at this time. A supplemental report will be submitted if the part is received and evaluated.